Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported there are 2 black stripes on the meter screen. No adverse event reported. Product was replaced and requested return of the alleged meter for evaluation.